Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred. The 90% stenosed target lesion was an area of instent restenosis of a previously implanted stent located in the severely calcified and moderately tortuous left circumflex (lcx). The physician performed plain old balloon angioplasty (poba) using a 3.00 balloon catheter, then opticross coronary imaging catheter was advanced to the distal end of lcx. The physician then performed pullback and found an area of in-stent restenosis of the previously implanted taxus element drug eluting stent between the proximal of lcx and the distal of lcx. Another poba was performed using a 3.0 mm balloon catheter then a non bsc drug eluting stent was deployed between the ostial of lcx to the left main coronary artery. The procedure was completed with this device. No patient complications were reported and the patient's condition is good.